Manufacturer narrative:
Film evaluation results are: a single still pre-implant 3d-CT recon image confirmed that the patient had a severely calcified proximal neck which appeared to be moderately angulated. The distal aorta and iliac arteries were also extensively calcified. No scale was seen on the image, therefore no measurements could be performed. A single post-implant 3d-CT image confirmed that an endurant stent graft system was implanted. Two sets of suprarenal stents, likely from the implanted bifurcate and aortic cuff, were seen just distal to the sma. The renal arteries could not be clearly visualized. Extensive calcification was seen along the visible left-anterior side, from the top of the most proximal suprarenal stents, extending distally to near the level of the flow divider. The infrarenal neck and aortic body were moderately angulated relative to the iliac limbs. The ipsi limb was seen on the left side and the contra limb on the right side appeared to be appropriately overlapping the gate. The distal extent of the limbs were not visible on the films. No clear endoleak could be seen (or ruled out), and both limbs appeared to be patent. No other obvious stent graft issues were observed. From the limited still images provided, the exact cause of the proximal type I endoleak could not be determined. However, it appears likely that the severely calcified proximal neck contributed to the endoleak. Films during and post-intervention were not provided. Review of CT¿s 1 month post-implant revealed that the endurant bifurcate/aortic cuff were positioned just below the renal arteries; the proximal stent graft od measured ~23mm. The suprarenal stents were near the level of the sma and the neck was extensively calcified. The infrarenal neck was angulated ~45deg maximum relative to the distal aorta. Near the level of the distal aortic cuff marker, the neck dilated out to ~30mm. The bifurcate ipsi limb was extended on the right side with another limb, and positioned into the distal rcia. The contra limb was implanted into the mid-length of the lcia. Near the origin of the left iliac, the contra limb was acutely angulated laterally and slightly compressed; however, no limb occlusion was observed. The distal aorta and iliac arteries were extensively calcified. The max diameter aaa measured ~63mm, and the sac was lined with calcification. Contrast was seen outside the stent graft; a possible type I endoleak was seen within the proximal sac along the left side of the bifurcate, and a possible type ii endoleak was also seen being fed from a posterior lumbar artery near the level of the gate. No other stent graft issues were observed. From the single still pre-implant image and post-implant CT¿s provided the exact cause of the proximal type I endoleak could not be determined. However, it appears likely that the severely calcified proximal neck contributed to the endoleak. A likely type ii endoleak may have also contributed to the aaa expansion. Films during and post-intervention were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56mm in diameter abdominal aortic aneurysm. Prior to initial implant, the proximal aortic neck was 20.5mm in diameter and 18mm in length. It was reported that on the final angiogram a proximal type I endoleak was observed. An endurant cuff was implanted however, the event did not resolve. Additional treatment was performed to address the continuing type ia endoleak. Another endurant cuff was implanted just below the superior mesenteric artery, covering the renal arteries, as the patient was already on dialysis; however, the type ia endoleak remained. It was also reported that upon opening the packaging of the cuff there was pink paper clip found between the inner pouch and outer pouch. It was noted that the cause of the type ia endoleak was anatomy related; severe calcification. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.